Event description:
The stealth 360 peripheral orbital atherectomy device (oad) was used to treat a common femoral porfunda. During advancement of the oad, it was noted there was a very sharp turn in the vessel due to the calcified lesion. The oad stopped advancing abruptly after 5 to 7 millimeters. Upon removal of the oad, material was observed on the oad after removal of the device. Balloon angioplasty was performed to complete the procedure. Csi return device analysis of the oad determined the material attached to the oad was from the driveshaft.

Manufacturer narrative:
The oad was returned for analysis. Analysis identified a driveshaft filar fracture proximal to the crown. Scanning electron microscopy (sem) analysis was performed on the driveshaft and there was evidence of fatigue observed. It is possible the device was spun through a tight bend, which created high stress on the driveshaft at the crown edge. The exact root cause was unable to be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: 12971